Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality assurance technician reported that the hematocrit saturation failed due to a broken clip. Since the event occurred during routine testing of the device, there was no pt involvement during this event.